Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a damaged pole clamp. This condition had the potential to interrupt delivery. This condition was found in the coronary care department. It is unknown when this event occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged pole clamp was confirmed during product evaluation by baxter service personnel. This condition was due to a missing pole clamp. The pole clamp was replaced to correct this condition. A device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This device is a colleague pump with a user interface module software version of 5.04.00.